Manufacturer narrative:
(B)(4). A on-site service call was performed and the system evaluation showed accuracy issues with one of the site beds. The bed was removed from the qualified beds list, for use with the superdimension system. The system passed accuracy testing with the site's other qualified beds and no system issues were found. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax, was treated with a chest tube and was hospitalized for 3 days. No known technical inaccuracies were observed during or after the case. Fluoro showed that the physician was at the lesion location, but he believes he may have been above the lesion when he started sampling. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The superdimension system was returned and the evaluation showed that the device performed as intended with no problem found. If additional information pertinent to the incident is obtained an additional follow-up report will be submitted.